Event description:
Information was received in a forwarded medwatch report via facsimile. Received was uf/importer report 4507330000-2009-8001 which reported date of event: 2009, pt death; date of their report: 2/11/2009; adverse event checked. Product problem checked. Event description: ett cuff ruptured prompting a need to re-intubate the pt. During re-intubation, he vomited and aspirated gastric contents. Pt had several cardiac arrests during this admission. Cuff was not over inflated. Model: unk, lot unk. The device indicated as not available for evaluation. There was no other information provided.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Multiple attempts have been made to contact the reporter or other staff of the reporting facility to obtain further information, and are ongoing. To date, no response or further information has been provided.